Manufacturer narrative:
(B)(4). According to the peritoneal dialysis registered nurse (pdrn), the pneumonia was not related to the cycler. The pdrn stated the patient did not experience any infection or fluid overload. The pdrn further stated the hospitalization was not related to the liberty cycler. The patient¿s source of pneumonia is not mentioned in the medical record. The patient has a history of recurrent left lobe effusion. There was no documentation or diagnosis of fluid overload in the medical record. Medical records do not contain progress notes, admission notes, treatment records, lab/diagnostic results or physician orders for review. There was no documentation in the medical record that the liberty cycler malfunctioned. There was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the pneumonia.

Event description:
Medical records were provided and reviewed. The patient presented to the hospital with recurrent left lower lobe pneumonia complicated with parapneumonic effusion resulting in acute respiratory failure. The patient was started on hemodialysis while in the hospital. The patient also underwent drainage of the effusion. The patient's treatment course was also complicated with hyperkalemia due to the patient's ability to tolerate peritoneal dialysis. As a result the patient was started on hemodialysis. Patient stabilized and was discharged 7 days later on (B)(6) 2016. Discharge diagnoses were: left lower lobe pneumonia, unspecified organism; acute respiratory failure; hypertension; pleural effusion; and hyperkalemia.

Manufacturer narrative:
(B)(4). Cycler was not replaced or returned for evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.

Event description:
Patient's spouse reported that the patient was hospitalized for pneumonia. Patient medical records were requested.